Manufacturer narrative:
An investigation into an increase of complaints regarding a blocked tap was performed. Analysis of those complaints found the root cause of the event was an excess amount of silicone applied to the tap during the mfg process. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) list in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of eval or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Brand name: sur-fit natura urostomy pouch w/accuseal tap w/vlave opaque standard w/1-sided comfort panel.

Event description:
The pt reported he could not drain the urine from the pouch via the tap. This issue occurred with 5 of the 10 pouches in the box. No pt complications were reported as a result of this event.